Event description:
A tandem mobi cartridge alarm was reported, with confirmation from technical support that the alarm occurred during the cartridge loading process. There was no adverse impact on the customer's blood glucose level. The customer initially experienced difficulty when instructed to remove and reload the cartridge, leading to a recurrence of the alarm despite following proper techniques. Technical support arranged for a replacement pump and cartridge, instructed the customer on storing the pump, and facilitated the return process. The customer planned to use a backup insulin pump in the meantime and was advised on transferring settings and connecting their cgm to the replacement unit.